Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed. The monopolar curved scissors (mcs) instrument was found to have thermal damage on the distal end of the tube extension. The mcs instrument passed the electrical continuity test. Further failure analysis (fa) investigation was conducted by removing the grips and the conductor wire from the main tube. The mcs instrument was found with no obvious damages to the conductor wire. Due to no damage found on the conductor wire, the thermal damage was most likely caused by mishandling/misuse, such as air-firing or another instrument activated energy onto the main tube during the procedure. The mcs tip cover accessory was not returned. Based on the information provided at this time, this event is being re-classified as a non-reportable event due to the following: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The cause of the issue initially reported was found to be caused by mishandling/misuse and not a malfunction of the product.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. The mcs instrument related to this complaint has been received, but failure analysis has not been completed. A follow-up MDR will be submitted if the mcs tip cover accessory is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during central processing, the customer noticed a "burn" on the orange shaft of the monopolar curved scissors (mcs) instrument. It is unknown if an mcs tip cover accessory was used or installed correctly if used. It is also unknown whether there was any instrument collision during a procedure, or if the instrument and/or accessory were inspected prior to use. Although there was no allegation of arcing observed during a procedure, this event will be reported due to the potential arcing that may have occurred and resulted in the damage reported on the mcs instrument.

Event description:
It was reported that during central processing, the customer noticed a "burn" on the orange shaft of the monopolar curved scissors (mcs) instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the sterile processing department found the ¿burn¿ on the orange shaft of the instrument after cleaning the instrument. It was removed from circulation and a return material authorization (RMA) was submitted through intuitive surgical, inc. (Isi). No arcing was reported but the robotics coordinator could not confirm. The robotics coordinator stated that she was not scrubbed in for the case and therefore she does not have any additional information. The surgeons and the scrub tech did not report any issues. Since the robotics coordinator was unable to provide additional details, it is unknown if an mcs tip cover accessory was used or installed correctly if used. It is unknown whether there was any instrument collision during the procedure, or if the instrument and/or accessory were inspected prior to use. It is also unknown if the site still have the mcs tip cover accessory to send back to isi for failure analysis.